Event description:
(B)(4). Suffering abdominal pain, pelvic pain, irregular and excessive bleeding. High blood pressure, chest pain, anxiety, joint pain, fatigue, lost of vision, gum, sinus inflammation, severe nasal allergies, skin allergies, loss of hair, toothache, headache, night sweating, sadness, gastritis, colitis. I end up going to ER several times during 2015. I have to undergo surgery for essure removal, causing me more pain, putting my life in risk of anesthesia, my husband loss work days to take care of me and my kids. I was worried for my life. Now the dr removed essure but I still feeling over reaction to allergies, chronic nasal congestion and chest pain.